Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump was broken and lip ring was damage. The customer¿s blood glucose was unknown. Customer was advised to disconnect from the insulin pump, discontinue and revert back to the back up plan. The insulin pump will not be returned for analysis.